Manufacturer narrative:
The device was received undeployed with the pink slider not visible in the viewing window. The device deployed during opening of the device. Download data did not show any timeouts or drive stalls during the run. The device was deactivated after 56 pulses, completing first and second prime. On the reservoir and top housing scratch marks were found indicating interference with the linkage assembly. The interference was caused by misalignment of the linkage assembly. The interference damaged the linkage assembly. The interference prevented the device to deploy. It was concluded that the misalignment of the linkage assembly prevented the deployment of the device. Correction to d(4): lot number changed from ¿blank¿ to pd1u04252311. D4 expiration date changed from ¿blank¿ to 4/25/2025 d4 unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 device mfg date changed from ¿blank¿ to 4/25/2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pink slide moved forward, but the cannula was not visible. Pod was not worn. No adverse patient impact was reported.